Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: an event regarding revision of the original tka implant due to pain during total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with rio 163 found quality inspection procedures successfully passed. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding tka implant revision due to pain. There were no similar reported events for the listed catalog number. -conclusion: product inspection could not be completed because log files and session files could not be provided by the mps. H3 other text : evaluation could not be performed because the logs/session files were not provided.

Event description:
This pi is related to pi (B)(4) for original surgery with mako on (B)(6) 2017. Dr. (B)(6) revised a triathlon insert from a 3x9 cs to a 3x11 cs. Patient complained of pain and was hyper-extending slightly

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
This pi is related to pi (B)(4) for original surgery with mako on (B)(6) 2017 dr. (B)(6) revised a triathlon insert from a 3x9 cs to a 3x11 cs. Patient complained of pain and was hyper-extending slightly.